Event description:
Clinical study: it was reported that during a coronary artery drug eluting stenting procedure, there was a malfunction. The lesion being treated was a 2.5mm 90% stenosed distal circumflex (dist cx) artery. The lesion was predilated. The physician then attempted to place a taxus express2 8.8% 2.50x16 drug eluting stent in the dist cx. The stent was unable to cross the lesion. There was a device malfunction. When pulling the stent back off of the guide wire, the strut got caught on the guide wire a strut became bent backwards. The physician was able to pull the guide wire out. The physician then crossed the lesion with another taxus stent of the same size. There were no pt complications or injury.